Manufacturer narrative:
Article citation: kim j, lee bh. Jejunal migration of the stent-graft used for common hepatic artery pseudoaneurysm. J korean soc radiol. 2022 jan;83(1):189-193. Doi:10.3348/jksr.2021.0009. Available online 27-sep-2021. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. B3: date of event is not available therefore reflect the date of literature available online. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was received through literature: jejunal migration of the stent-graft used for common hepatic artery pseudoaneurysm. J korean soc radiol. 2022 jan;83(1):189-193. This case report describes a complication following endovascular treatment of a common hepatic artery pseudoaneurysm using a gore® viabahn® endoprosthesis. The purpose was to highlight a rare instance of stent migration into the gastrointestinal tract following pancreaticobiliary surgery. The report involves a 63-year-old female with a history of pylorus-preserving pancreaticoduodenectomy [pppd] who presented with abdominal pain and black, tarry stools. Imaging identified a common hepatic artery pseudoaneurysm, arising from the site of origin of the gastroduodenal artery and a 6 × 50 mm viabahn device was placed from the common hepatic artery (cha) to the proper hepatic artery. Initial post-procedural imaging confirmed successful exclusion of the pseudoaneurysm with preserved hepatic blood flow and no immediate complications. A CT at 3 months demonstrated complete thrombotic occlusion of the viabahn stent. There was also a recurrent mass and enlarged lymph nodes surrounding the stent. Follow up imaging obtained every 4-6 months showed progressive stent migration, and by 17 months CT imaging showed the majority of the stent within the jejunal lumen. This was associated with recurrent melena, anemia, and the need for multiple blood transfusions. Imaging further confirmed continued migration of the stent through the gastrointestinal tract, with passage into the colon and eventual excretion. The authors suggest disease-related factors may have contributed to stent migration, such as chronic inflammation related to prior pppd surgery, a wide arterial wall defect, and external compression from a surrounding mass and metastatic lymph nodes, which may have exerted pressure on the stent. These factors are suggested to have contributed to an erosive process and the formation of an arteriojejunal fistula, providing a pathway for stent migration.